Manufacturer narrative:
The patient was revised to address a painful tha. The patient was found to have a deep infection. Upon revision osteolysis was found along with corrosion of the head, liner, and stem trunnion. (B)(4). The devices associated with this report were not returned. A review of the device history records for the (B)(4) did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. A DHR review or lot specific database search was not possible for the additional products associated with this report as lot codes were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a painful tha. The patient was found to have a deep infection. Upon revision osteolysis was found along with corrosion of the head, liner, and stem trunnion.